Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. One (1) cfu of gram-positive bacteria was detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the lens glue and the charge-coupled device cover lens glue had discoloration. The plastic distal end cover had a scratch. The bending section cover glue was white-clouded. The key tope one (2) on the switch was incised, had cuts. The universal cord had buckles. The connector/plug unit connection was damaged. The biopsy channel was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a routine microbiological culture was performed on all channels of the evis exera iii colonovideoscope. On (B)(6) 2022, the scope tested positive for greater than five hundred (500) colony forming units (cfus) of stenotrophomonas maltophilia. On (B)(6) 2022, the scope tested positive for greater than five hundred (500) colony forming units (cfus) of pseudomonas aeruginosa. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.